Manufacturer narrative:
(B)(4). No injury alleged. Malfunction alleged. No MDR filed. No (B)(4) filed.

Event description:
Brackets on the rails, the piece that helps click the side rails up, it busted off at the weld.